Event description:
Baxter reported that the spike of a transfer set separated from the spiked port of a homechoice set during therapy. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
.